Event description:
Boston scientific received information that this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. The source of this clinical observation was not determined. The ra lead was explanted and replaced and will not be returned for analysis. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.